Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The patient intentionally let the pump go empty because of known (B)(6). The patient had just found out that she was (B)(6) at (B)(6) and was (B)(6) while the pump was implanted. The patient was currently at (B)(6). The patient was contacted her ob and was put in the hospital for two weeks. No patient symptoms were available or present at the time of the report. The device system delivered compounded baclofen and ketamine. Patient outcome was unknown as the patient and patient¿s mother had not returned the doctor¿s phone calls. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).